Event description:
The catheter was placed 9/26/97. While changing dressing on 9/29, nurse noticed that connector was separated. After snapping connector together, noticed that catheter was missing. X-ray showed catheter had embolized to pt's left atrium. Removed via snare.

Manufacturer narrative:
The implicated product is a 4.0 fr single lumen catheter with flush through stylet in an insertion tray. The product rec'd for eval is a 4.0 fr catheter and a loose 4.0 fr 2-piece connector. The catheter tubing measures 8.85 inches long; the 21 cm depth marker is located 0.4 inches distal to the proximal end. The catheter lumen is filled throughout its length with dried blood. The connector is rec'd assembled with the strain relief in place and a small amount of adhesive residue adhering to the wings and hub. A lot history review reveals a post cure of 100% of this lot with acceptable results of subsequent burst testing; there were no other complaints for this lot. A short longitudinal split is found at one end of the compression ring, however, no associated damage is noted on the outer diameter or inner diameter. This split in the compression ring may have resulted during its extraction for this eval. Tactual examination of the catheter is remarkable only for the densities resulting from the dried blood within the lumen. The proximal end shows no impressions indicating the catheter had been compressed within the connector assembly. The catheter's proximal end has an uneven edge with a slightly undulating, striated and glossy face. This is characteristic of tubing that has been cut using a scissors or similar cutting device. No evidence of blunt dissection is observed. The complaint of catheter embolization is confirmed. It should be recorded as user-related. The complaint file documents the complaint as catheter breakage with embolization. The complaint sample does not contain evidence indicating blunt dissection. Customer reports contained within the complaint file contradict whether the connector had been snapped together. The lack of compression ring impressions in the proximal end of the catheter, however, suggests the catheter had not been positioned correctly within the connector assembly. This may have allowed the tubing to pull free of the connector and embolize. The product instructions for use provides specific directions for correct assembly of the connector. The complaint file also documents the user secured the catheter in place with tape and did not employ the suture wing. The product instructions for use directs the user to "secure (the) suture wing in place by using sutures or adhesive wound closures. This can prevent embolization of the catheter if separation from the connector does occur.